Event description:
It was reported that during a device check, the autopulse platform did not operate and displayed a "system error" 132 (internal watchdog timeout) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform in complaint will be serviced in zoll (B)(4). If the device should require further evaluation, it will be sent to zoll (B)(4). A supplemental report will be filed when the investigation has been completed.